Event description:
It was reported the er220 was used during a laparoscopic cholecystectomy. It was reported the device was spitting clips. No other info is available. There was no consequence to the pt.